Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient with this device system hugged another person, noise on the right atrial (ra) lead occurred. The patient would subsequently pass out. No noise was present on the right ventricular (rv) lead. The patient was admitted due to a syncopal episode. The ra noise did not result in pacing inhibition. A lead revision procedure was performed. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Event description:
Additional information was received that the physician elected to clean the device pocket. Lead measurements through the pacing system analyzer (psa) were within acceptable limits. All products remain actively implanted. Additionally, the physician elected to change the patients medications.

Manufacturer narrative:
--